Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer declined to have the device serviced by philips. The km reported that the customer returned the device to service and set up the device with an ac (alternating current), instead of replacing the battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on, when using battery power. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.